Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found a non-OEM tamper seal. The device was observed to have a cracked top case and visible contamination. The devices event history log was reviewed for evidence of the reported event, syringe plunger not in place, was found several times in the log. To conduct functional testing the device was powered up. Upon testing, it was revealed that the reported problem was duplicated. The q1 chip was broken off from the plunger board and the plunger board was also loose from the glue. To resolve the issue, the plunger pcb was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms syringe plunger not detected. It was calibrated a number of times with no change. Message syringe plunger not in place." No patient injury reported.